Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
A persistent service code was identified by the AED, which led to a recommendation for the device to be removed from service and returned for further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Evaluation confirmed that a component had sustained damage attributed to the device experiencing a drop or significant impact.

Manufacturer narrative:
Follow-up report MDR 2025-00025 fu1 was filed in error and does not pertain to the device in question. Analysis of the log files from the AED showed that the AED is functioning as designed. On (B)(6) 2024 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2024 when a replacement battery pack was inserted into the AED. The review identified that the AED is functioning as designed and can stay in service.